Manufacturer narrative:
(B)(4).

Event description:
Customer reported that during an operative hysteroscopy; when the blade was inserted into the hysteroscope, while in the patient, the footswitch was depressed and the blade shot out of the handpiece. Sales rep. Later visited the account and tested the same handpiece and blade and received the same results multiple times. Sales rep. Then opened a new blade from his stock and it worked without any errors. Customer indicated that because the blade was disposable, they would be unable to sterilize it properly for shipping. They have since discarded it. Sales rep. Indicated it is his understanding that they did finish the case, however with a different unknown type of device. The patient is doing fine.